Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). During the call the patient stated that they had to have their battery that was implanted in 2007 replaced in 2013. The patient stated that it was replaced because their skin was getting irritated, which started in probably (B)(6) 2013. No further complications were reported/anticipated.